Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving prialt (25 mcg/ml at 10.04 mg/day) via an implanted pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported the hcp was interrogating the pump they noted an alert which showed the pump had been stopped for 165 hours and 41 minutes. Caller confirmed that the pump had been alarming. It was noted the patient did not recently have an MRI. The motor stall was active and stopped pump period may exceed tube set was reached. They reviewed silencing audible alarms, consider pump replacement, programming minimum rate, and covering the patient with non-pump medication. There were no symptoms reported. The event date was (B)(6) 2019. Additional information received from a healthcare provider reported the cause of the motor stall was end of life of the pump. No actions have been taken but the pump will need to be replaced. The issue has not resolved. The patient's weight was (B)(6) lbs.